Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Transmission showed the insertable cardiac monitor (icm) was incorrectly measuring the patient's pause episode due to loss of contact and under-sensing. No intervention was performed. The icm remained implanted. There were no patient consequences reported.